Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 322 mg/dl. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.